Manufacturer narrative:
By checking the sterilization charts of the lots involved, no anomaly was found. Therefore, we can conclude that all the components have been properly sterilized before being placed on the market. Explants were not returned to lima corporate for analysis. We received pre-op x-rays dated (B)(6) 2019, forwarding them to our medical consultant for a clinical analysis. His comments as per follows: "even with enhancements I cannot see the subacromial and greater tuberosity regions well but that aside from a technical point of view I have no comment or criticism of what I can see on the x-ray". X-rays analysis did not highlight any issue related to the prosthesis (both by the manufacturing side both by the original positioning of the implant). At this stage, some important details are missing: we don't know the patient's previous surgical history; possible patient's co-morbidity are not known; test results for the infection were not provided to confirm the presence of infection; germ responsible of the suspected infection is not known; with the very few info available no deeper investigation on the cause for the suspected infection can be performed. However, we can speculate that it was not related to the products themselves, as confirmed by the absence of anomalies on the sterilization charts. Pms data: according to our pms data, smr reverse revision rate due to infection in (B)(4) no specific action for this case. Lima corporate will continue monitoring the market to promptly detect any future similar event.

Event description:
Revision surgery of a smr reverse prosthesis due to suspected infection occurred on the (B)(6) 2019. Previous surgery was performed on the (B)(6) 2018. According to the info reported, patient had pain and loss of range of motion. It was also observed bone loss around the reverse humeral body. During revision surgery, all the components were removed, cement spacer implanted and swabs were sent for analysis. The components involved are the following: 1304.15.140 smr cementless finned stem lot 1713922 ster. 1700391. 1352.15.050 smr reverse finned humer. Body lot 1715347 ster. 1800035. 1362.09.015 smr reverse hp liner medium lot 1712461 ster. 1700386 (product code not marketed in the USA). 1374.15.310 smr connector small std lot 1802197 ster. 1800069. 1374.50.440 smr reverse hp glenosph. 44 mm lot 1801272 ster. 1800054 (product code not marketed in the USA). 1375.20.020 smr uncement. Glenoid # small lot 1713982 ster. 1800014 (product code not marketed in the USA). No additional information was received on the results of the test for infection, nor on a second stage of the revision. Event happened in australia.

Manufacturer narrative:
By checking the sterilization charts of the lot #s involved, no anomaly was found. Therefore, we can conclude that all the components have been properly sterilized before being placed on the market.

Event description:
Revision surgery due to suspected infection occurred on (B)(6) 2019. Previous surgery was performed on (B)(6) 2018. According to the info reported, patient had pain and loss of range of motion, and bone loss was observed around the reverse body. All prostheses were removed and swabs were sent for analysis. Event occurred in (B)(6).